Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 91 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensory system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked battery tube threads, reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.